Event description:
Note: this report refers to one of two devices used in the same procedure. It was reported to boston scientific corporation that an alliance handle was used during a dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the handle was faulty. The procedure was not able to be completed as another spare handle was also faulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the serial number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: a visual examination of the returned complaint device found that there were no defects detected related to the manufacturing/assembly. Functional evaluation was performed, the device was fully functional, with no problem or defects. Also, the device did show wear/internal damage, but nothing that affected the performance of the device. The problem found on the device may be related to factors such as patient condition and the inflation balloon that could contribute to the event; however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause cannot be established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report refers to one of two devices used in the same procedure. It was reported to boston scientific corporation that an alliance handle was used during a dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the handle was faulty. The procedure was not able to be completed as another spare handle was also faulty. No patient complications were reported as a result of this event.